Event description:
The physician was performing an esophageal varices banding. Two bands were deployed successfully. When attempting to deploy the third band the barrel detached from the distal tip of the scope. The barrel was retrieved with pelican forceps and the procedure was stopped. The pt was reported to be in satisfactory condition.